Event description:
The patient falls a lot and since falling last, the therapy quit working. The patient cannot get the implantable neurostimulator (ins) to turn on. The ins was fully charged, the patient charged about a week or two ago and got six boxes. During the report the patient used the patient programmer (pp) to communicate and it showed poor communication with and without the antenna. When trying to charge the implant, got the reposition antenna screen and turn therapy on icon, on the recharger. The patient was unable to communicate with the implant. An ins overdischarge was suspected. The patient has an appointment tomorrow with his health care provider (hcp). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).